Event description:
Customer responded to field notification letter regarding the drive support cap. The drive support cap is protruded. Customer's blood glucose reading is 112 mg/dl. Reminded customer not to manipulate or push the drive support cap while connected. Advised customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.